Event description:
It is reported that the patient is experiencing thigh pain.

Manufacturer narrative:
Evaluation summary: the pain is reported to be mild, with no treatment plan in place. A few falls have been reported, which may be a contributing factor. Primary operative notes were reviewed and are unremarkable. X-rays provided show a well-placed acetabular shell and a femoral stem that rides the lateral cortex of the femur. A comparison with 12 month post-op x-rays show an acetabular shell that appears to be in excess of the 45 degrees of inclination as suggested in the surgical technique. It appears that the component may have migrated , however the bony architecture also appears vastly different so the degree of component migration cannot be determined as it may be due to an artifact of the radiograph. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was experiencing thigh pain and a clicking sensation; however, she is no longer experiencing these symptoms.

Manufacturer narrative:
This follow up report is being filed relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of radiographs indicates a well-placed acetabular cup and femoral stem riding the lateral cortex of the femur. A definitive root cause cannot be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.